Event description:
It was reported that the patient underwent a surgical procedure in which this artificial urinary sphincter (aus) was explanted due to urethral erosion. No further patient complications were reported.

Manufacturer narrative:
Upon receipt of this artificial urinary sphincter (aus) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cuff and pump were visually examined and microscopically tested. No anomalies were found with the components and the functional tests confirmed that they performed within specifications. The balloon was examined, and no visual damage or abnormalities were found. The balloon was identified to be non-spherical during the leak test and the component failed the functional pressure test. Based on the information available and analysis results, the product analysis was not able to identify the cause that could have contributed to the reported clinical observation of erosion. The reported patient symptom of erosion is a known risk associated with artificial urinary sphincter (aus) and is noted as such in the device instructions for use.

Event description:
It was reported that the patient underwent a surgical procedure in which this artificial urinary sphincter (aus) was explanted due to urethral erosion. No further patient complications were reported.